Event description:
It was reported that a spectrum pump infused too quickly during insulin therapy in the emergency room. The expected infusion time was 10 hours (with a flow rate of 10 ml/hour with a volume to be infused of 100ml); however, the bag was observed emptied in less than 30 minutes. The patient was sent to the intensive care unit for observation. The patient received more frequent blood sugar testing and received further unspecified medical intervention. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h2, h3, h6 and h11: h11: the device was received for evaluation. During functional testing, an air in line alarm was not reproduced. The reported problem, infused too quickly, was also not reproduced during evaluation. The device was tested for flow accuracy and found to deliver within range. No pump correction is required. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log was reviewed. There was no matching infusions on the reported event date however, the history log revealed an infusion matching the customer-reported parameters on the day before. The user started an infusion of insulin at 19:52. The user experienced an "upstream occlusion!" Alarm at 19:58 and restarted the pump 5 minutes later, at 20:03. The user experienced "air-in-line!" Alarms at 20:08, 20:09 and 20:11 and did not resume the infusion following the third alarm. The starting and ending amount of fluid in the bag is unknown and setup factors that could affect the infusion cannot be determined through the history log and are unknown. The reported condition was verified. The cause of the condition was determined to be physical damage to the ultrasonic sensor and the sensor was replaced. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information of report of air in line alarm received on 14-jun-2024 additional information a2, a3,a4,a5,a6, b5, e4, h3, h6, h10 and h11: corrected information d1, d3 device manufacturer name, d4: model #, d4unique identifier (UDI) #, g4. B5: per new information, about 30 minutes after the infusion was initiated the pump alarmed for "air in line". When the bag was checked, it was confirmed to be empty and the pump's program was double-checked by 2 registered nurses. The pump showed that 2.2ml had been administered with 974.8 ml volume remaining to be infused. The patient was discharged. H11:the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.